Manufacturer narrative:
(B)(4). The customer reported that there was a speaker malfunction on monitor with no audio available. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a speaker malfunction on monitor with an audio available. No pt harm was reported.